Event description:
It was reported that the patient experienced pain in the right lower quadrant. The pain was described as a grabbing sensation, even with the stimulator off, that worsened at the initial programming. An x-ray taken on (B)(4) determined that the leads had migrated caudally. The patient's leads were explanted and replaced, and the patient was reprogrammed on (B)(6). Following the reprogramming, the patient outcome was reported as resolved without sequela.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4), accessory: model 37752, serial# (B)(4), accessory: model 355531, lot# n298562. Accessory: model 3550-39, lot# n293821, implanted: (B)(6) 2011, explanted: na. Accessory: model 37092, lot# 287970001.